Event description:
The manufacturer was contacted about a bipap auto, dom device. The patient was reached out to about returning his recalled device after he received his replacement. He mentioned that he has been using his mother's CPAP device since she passed away and has only recently opened his replacement device. He received a notification that he needed to return his recalled device and has received the shipping label. There was no allegation that the device contributed to the mother's death. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.